Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an umbilical vessel catheter. The customer reports that pt had an umbilical catheter inserted while they were ill at birth. They got better and had line removed about a week later. As part of their assessment, they had an echocardiogram of their heart and there appeared to be a fragment of a catheter.